Event description:
The article, "outcomes of transcatheter patent ductus arteriosus closure in infants weighing 2 to 6 kg", was reviewed. This research article is a retrospective multicenter experience to evaluate the outcomes and risk factors of transcatheter patent ductus arteriosus (pda) closure in a large, international cohort of 2- to 6-kg infants, to improve their management and better define the decision-making process. Devices mentioned in this study were amplatzer duct occluder, amplatzer duct occluder ii, amplatzer piccolo occluder, amplatzer vascular plug ii, amplatzer vascular plug IV, medtronic micro vascular plug, amplatzer muscular vsd occluder, lifetech konar-mf-vsd occluder, atrial septal defect occluders, and coils. The article concluded that transcatheter pda closure in 2- to 6-kg infants was feasible in most patients. Transcatheter pda closure may be a viable alternative to surgical ligation in selected patients. [The primary and corresponding author was alban-elouen baruteau, nantes université, chu nantes, department of pediatric cardiology and pediatric cardiac surgery, fhu precicare, nantes, france, with corresponding email: address: albanelouen.baruteau@chu-nantes.fr.]. This study included all infants who underwent attempted transcatheter pda closure with a procedure weight of 2-6kg from january 2000 to december 2023. A total of 1231 patients were included in the study, of which 90.9% (1119) received an abbott device. The median age was 132 days. The majority gender was female. Comorbidities included cardiac malformations, lung disease, genetic syndrome, and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer piccolo were reported in a research article in a subject population with multiple co-morbidities including cardiac malformations, lung disease, genetic syndrome, and heart failure. Complications reported included death, obstruction, tricuspid regurgitation, unexpected medical intervention (percutaneous device retrieval/snare), unexpected medical intervention (post-bav), surgical intervention (na), hospitalization/prolonged-hospitalization, device embolization, patient device interaction problem (residual shunt); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date was estimated b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.